Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: all poly patella cemented 32 mm diameter: catalog#: 42540000032, lot#: 6267038; unknown competitor bone cement: catalog#: ni, lot#: ni. Additional information provided does not alter previously reported investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; h10. A review of the device history records was not performed as the root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. It was reported a patient underwent a manipulation approximately two months after a total knee arthroplasty. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. H3 other text : see h10 narrative.

Event description:
No further event information at time of this report.

Event description:
It was reported via a clinical study that a patient underwent a revision right total knee arthroplasty. Subsequently, approximately two months post-implantation, the patient underwent a manipulation under anesthesia due to limited flexion, stiffness, and scar tissue. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Medical product: articular surface fixed bearing constrained posterior stabilized (cps) right 12 mm height use with tibia sizes c-d / ps femur sizes 6-9: catalog#42522600512, lot#63982441; stem extension tapered cemented 14 mm diameter +75 mm length: catalog#42560007514, lot#64557017; tibial central cone size fixed tibia: catalog#42545000508, lot#64189931; tibia fixed cemented right size c stem extension use required: catalog#42542006402, lot#64295685; stem extension tapered cemented 14 mm diameter +75 mm length: catalog#42560007514, lot#64478838. Multiple MDR reports have been filed for this event, please see associated report: 3007963827-2022-00147. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the products remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a5; b4; b5; b7; g3; h3; h10. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.